Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 1 of 3. Reference MFR report: 1627487-2018-03858, reference MFR report: 1627487-2018-03859. It was reported the patient (australia) experienced discomfort around the ipg pocket site. The leads were later found to have migrated and were coiled around the ipg. The physician suspects the issue was due to twiddlers syndrome. Stimulation has been turned off and surgical intervention may take place at a later date.